Event description:
New information notes that the atrial lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing and high pacing thresholds due to dislodgement. No intervention had been reported.